Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# ((B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 164 mg/dl. The customer's expected fasting blood glucose test result range is 89 - 149 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is 01/19/2017. The meter memory was reviewed for previous test result history (date/time not set): 64mg/dl 01/26/2017 12:00 pm fasting:yes; 148mg/dl n/a 12:00 pm fasting:yes; 155mg/dl n/a 12:00 pm fasting:yes; 144mg/dl n/a 12:00 pm fasting:yes; 102mg/dl n/a 12:00 pm fasting:yes. Memory concerns:164mg/dl.